Event description:
A healthcare professional reported that the cap of easy touch lancing device was hard to take off from the body and when the healthcare worker excluded the cap, the needle touched their body. No additional details were provided. It is unknown if the needle was sterile or used. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. The date of the medical event is unknown.